Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24th april 2026, it was reported by an arthrex employee via email that for an ar-9831, apollorf i90, aspirating ablator, 90°, the black coating on the shaft peeled off. This was detected during an unknown procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. Nothing remains in the patient. No additional anesthesia administered to the patient.